Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor position encoder error alarm on the insulin pump. Customer was trying to get a bolus. Customer's blood glucose was 271 mg/dl at the time of the incident. Customer treated with the pump. Customer stated that she didn't bolus after the meal. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. We were unable to perform displacement test due to constant motor error alarm. An alarm was confirmed in history file. No cosmetic damage noted.